Manufacturer narrative:
E initial reporter information was not provided. This information will be provided in a supplemental report if made available. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned..

Event description:
Livanova (B)(4) received a report that a patient which underwent a mitral valve repair and tricuspid annuloplasty in 2016 was infected with mycobacterium chimaera. It was reported that a heater-cooler system was used during that period of time and the device was found to be contaminated with mycobacterium chimaera.